Event description:
During baxters device evaluation, the device was found to display a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "keypad delay", caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.